Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves were determined permeability test: a permeability test has shown that all componets are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the valves operate within the permissible tolerance in their respective relevant position. Adjustment test: during the adjustment test it was determined that both valves are adjustable in all pressure ranges. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, no deposits were found in both valves. Results: based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. How the abovementioned functional impairment occurred is not clear to us at the time of examination. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m. Blue plus (#fx824t) was implanted. According to the complainant, the shunt system caused a over-drainage. The patient underwent a revision procedure on (B)(6)2024. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information/investigation results became available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a m.blue plus (#fx824t) was implanted. According to the complainant, the shunt system caused a malfunction. The patient underwent a revision procedure on (B)(6) 2024. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.